Event description:
It was reported thrombus was present in the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and a perforation was noted in the lateral wall of the laa. It was believed to be caused by the anchors and over-compression of the device as the "device was trapped in a distal trabeculations of the appendage." This perforation resulted in pericardial effusion. The pericardial effusion was monitored for 15-20 minutes. No drainage was necessary because transesophageal echocardiogram (tee) confirmed that the effusion stopped. The appendage structure looked the same as before and anesthesia confirmed that the patient had optimal vital signs. Therefore, it was decided to continue with the laac procedure. The physician positioned the was, with plenty of depth, for a 24mm closure device. The physician prepared the 24mm wds and retrieved the pigtail inside of the was. Before introducing the wds, it was noticed that a considerable thrombus was present in the was-pigtail system. The was system was aspirated using a syringe, to free the system of the thrombus. Unfortunately, during the aspiration with the syringe, the perforation in the laa reopened. The pericardial effusion increased rapidly and pericardiocentesis was performed. The effusion did not resolve so the surgeon team was contacted. The surgeons opened the patient's chest, but the patient went into cardiac arrest and after 20-25min the team declared the patient dead. The cause of death was due to cardiac tamponade. It was further reported that after the first device was deployed it did not meet release criteria as it was too distal. There was more resistance than expected during the full recapture. After the recapture of this device, the perforation and pericardial effusion were discovered. When the procedure was continued after the patient was stable the same was was used.

Event description:
It was reported thrombus was present in the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and a perforation was noted in the lateral wall of the laa. It was believed to be caused by the anchors and over-compression of the device as the "device was trapped in a distal trabeculations of the appendage." This perforation resulted in pericardial effusion. The pericardial effusion was monitored for 15-20 minutes. No drainage was necessary because transesophageal echocardiogram (tee) confirmed that the effusion stopped. The appendage structure looked the same as before and anesthesia confirmed that the patient had optimal vital signs. Therefore, it was decided to continue with the laac procedure. The physician positioned the was, with plenty of depth, for a 24 mm closure device. The physician prepared the 24 mm wds and retrieved the pigtail inside of the was. Before introducing the wds, it was noticed that a considerable thrombus was present in the was-pigtail system. The was system was aspirated using a syringe, to free the system of the thrombus. Unfortunately, during the aspiration with the syringe, the perforation in the laa reopened. The pericardial effusion increased rapidly and pericardiocentesis was performed. The effusion did not resolve so the surgeon team was contacted. The surgeons opened the patient's chest, but the patient went into cardiac arrest and after 20-25 min the team declared the patient dead. The cause of death was due to cardiac tamponade.